Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025. The blood glucose level was high at the time of event and the patient was treated with bolus via pump and injection. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.